Event description:
The following information was reported: during pullback, the balloon ruptured at the 2nd stop (arteriotomy), but wire access was maintained and the sheath was put back in and a device from another manufacturer was used to close the arteriotomy. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: medium sheath size: 5f closure: arterial.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a ~1mm diagonal tear in the balloon, approximately 4 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1430701) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).